Event description:
The article lists info suggesting a female pt being treated for spasticity with an implantable infusion pump experienced a pump related infection (gram-negative meningitis). Three days post routine pump replacement secondary to catheter disconnect, the pt presented with fever, neck pain, stiffness, headache, nausea and vomiting. She was noted to have drainage from her back incision. Pump pocket cultures grew e. Coli that was resistant to ampicillin. Pt was treated with antibiotics. Other complications during treatment included; focal seizure, coagulopathy, mild upper gastrointestinal bleed, new cranial nerve palsy resulting in dysphagia and a herpetic rash. Following 23 days of hospitalization, she was noted as having decrease in ambulation secondary to increase in spasticity, decrease in activities of daily living due to nerve palsy and decrease in oral motor strength. She also needed psychological support secondary to her depressive disorder and adjustment after her hospitalization. Her nerve palsy was resolved and spasticity is being managed with periodic btx-a injections. The pump was explanted. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen of spasticity: a retrospective study." Developmental medicine & child neurology. 2006; 48: 450-455.